Manufacturer narrative:
Result of investigation: vyaire has determined the incident was caused by user error. Inspiration valve test is successful. Blower test reveals normal speed and rpms but too low pressure blower due to leak on the flow insp. However, new log files reveal active alarm for o2 cell failure until (B)(6) 2020. Most likely, the cell was replaced on this date which stopped the alarm. A successful circuit test was performed before replacement. The next circuit test was performed on 20-jul-2020 which failed due to leak. Vyaire then requested the customer to remove/reinsert the o2 cell properly and perform the circuit test. After doing so, customer reported circuit test passed, indicating the o2 cell was not tight.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they used the same patient circuit, flow sensor, and exhalation valve on a different bellavista, and the circuit test passed. Another circuit test was done with the suspect device using a different but new one patient circuit - flow sensor and external exhalation valve and failed. Analysis of the log files confirmed failed circuit tests due to leak flow and compliance but also revealed the issue has been present since early july for other reasons (press pat prox, press flow prox, mushroom valve, and press difference). Vyaire has requested customer to perform insp block/valve test and the blower test and send log files and complaint form. No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported failed circuit test with error message "high leakage" with the bellavista 1000 using new patient circuit, new flow sensor, and good condition exhalation valve. There is no patient involvement associated with the event.